Manufacturer narrative:
The pacemaker was received in backup mode with battery levels at end of life (eol). Electrical and mechanical analysis performed with a new battery, including measurement accuracy test, indicated normal device functionality. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a battery longevity overestimation was observed on the device. No premature battery depletion was alleged. The device was explanted and replaced to resolve the event. The patient was in stable condition.